Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2014 using coolcore applicator and (B)(6) 2015 using coolmax applicator. On (B)(6) 2015 the patient came in for a follow up and the treated area was harder, and more treatment was suggested by the rep. The patient then received a corrective treatment to the lower abdomen on (B)(6) 2015 using an unspecified applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2016 after treatment and was diagnosed with ph to the lower abdomen on (B)(6) 2016. Ph was described as enlarged and hard.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2014 using coolcore applicator and (B)(6) 2015 using coolmax applicator. On (B)(6) 2015 the patient came in for a follow up and the treated area was harder, and more treatment was suggested by the rep. The patient then received a corrective treatment to the lower abdomen on (B)(6) 2015 using an unspecified applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2016 after treatment and was diagnosed with ph to the lower abdomen on (B)(6) 2016. Ph was described as enlarged and hard.

Manufacturer narrative:
Corrected data d1 - brand name.